Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The tip was damaged. The shaft was stretched and separated at the midshaft bond. The separated end of the midshaft was stretched which indicates that the separation was most likely due to tensile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. The left main (lm) was engaged with a 3.5 non-bsc guide catheter and a non-bsc guide wire was crossed to the lad and another non-bsc guide wire was crossed to the second diagonal (d2) branch. An intravascular ultrasound (ivus) imaging catheter was advanced but failed to cross a previously implanted stent in the proximal lad. A 3.0x12mm emerge balloon catheter was then advanced but failed to cross the lesion. The non-bsc guide wire in d2 was withdrawn and was rewired into the lad. The 3.0x12mm emerge balloon catheter was re-advanced and pre-dilated the whole length of the previously implanted stent in lad. Ivus was done showing significant in-stent restenosis (isr) and calcified lesion up to ostial lad. The true vessel sized up to 3.5mm in mid lad and 3.5-4.0mm in proximal lad. A 15mm x 3.50mm nc quantum apex balloon catheter was then advanced and pre-dilated the whole length of the previously implanted stent in the proximal lad with pressure up to 20 atmospheres. A 3.0x48mm non-bsc stent was advanced smoothly and deployed at ostial to proximal lad at 18 atmospheres. The 15mm x 3.50mm nc quantum apex balloon catheter was re-advanced and post-dilated the whole length of the stent with pressure up to 20 atmospheres. The balloon catheter was withdrawn out smoothly. However, follow-up angiography revealed a broken balloon flashed into the lm to lad during contrast injection. The shaft of the removed balloon catheter was examined. It was smooth with no kinks but the distal portion of the balloon catheter was missing. The patient was then given heparin and the broken distal portion of the balloon catheter was left over the second non-bsc guide wire. Subsequently, a 4mm non-bsc snare was looped over the second non-bsc guidewire and advanced inside the guide catheter. However, it was noted that the broken balloon catheter migrated into the mid lad during advancing of the snare. The snare was removed and a twisting wire retrieval technique was utilized. The first non-bsc guide wire in d2 was advanced to the distal lad, and a non-bsc floppy wire was advanced carefully. All three wires met at lad distal to the lost portion of the balloon catheter, then twisting was done. Initially, pulling all three wires together did retrieve the broken balloon catheter within the distal portion of the implanted stent in mid lad. Further forceful pulling met with much resistance and the broken balloon catheter could no longer be retrieved proximally. The three wires were then untwisted and with some manipulation, the non-bsc floppy wire was pulled out. With the two remaining twisted wires, the broken balloon catheter was retrieved further back to proximal lad. However, the second non-bsc guide wire migrated proximally into the broken balloon catheter and the twisting was lost. A 2.5x15mm emerge balloon catheter was then advanced individually inside the guide catheter and was inflated at 12 atmospheres in order to trap the proximal part of the broken balloon catheter. The guide catheter, guide wires, and broken balloon catheter were withdrawn as a whole. It was carefully retrieved from the formal sheath without any part of the devices left. A new 3.5 non-bsc guide catheter was then advanced and a new non-bsc guide wire was crossed to the lad. Ivus was advanced again but still failed to cross the proximal lad. Another non-bsc guide wire was advanced carefully to lad in order to avoid interacting with any stent strut. The ivus was then delivered to mid lad easily, and the non-bsc guide wire was removed. Imaging showed the implanted stent was not deformed, and the distal portion of the stent was apposed to the wall nicely; however, the apposition of the proximal part of the stent could be improved. So, a 3.5x15mm non-bsc balloon catheter was used to further post-dilate the proximal to mid part of the implanted stent with pressure up to 20 atmospheres. The procedure was competed with good results obtained and the patient was hemodynamically stable. No patient complications were reported and the patient's status was stable.